Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported during the priming stage, the scrub nurse noticed there was balance sale solution leaking out from the bottom of the cassette onto the front of the machine, and it flowed onto the floor. The nurse stopped the priming process of the cassette and replaced the cassette with another one. There was no patient involvement.

Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. No sample has been returned for evaluation; therefore, the condition of the product could not be verified. Visual and functional evaluation of the device could not be conducted to determine the failure mode of this event. The root cause of the customer's complaint could not be conclusively determined as a sample was not received and the condition of the product could not be verified. As the root cause is unknown, the relationship, if any, of the device to the reported incident cannot be determined. The root cause for this complaint is not known, therefore, specific action with regards to this complaint cannot be taken. In-process controls are established to ensure each final assembled cassette is verified that all required tests have been performed and all acceptance criteria are met prior to release. Quality. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The returned turbid sample was visually inspected and there were no obvious defects observed that would have contributed to the reported event. A pressure leak test was then conducted on the cassette utilizing an external pressure source and no cassette leakage was detected. A calibrated console representing a current software version was then used to functionally test the sample. The sample could prime, and pass intraocular pressure (iop) calibration successfully. No anomalies were observed during priming. No system message code was generated during testing. No leakage was detected from the manifolds, connectors, or drain path between the consumable and console. After functional testing no leakage was detected from the pump elastomer or on the pump area of the fluidics module. The presence of fluid leaking from the cassette was not confirmed. After both leakage and console laboratory testing, inspection of the sample indicated no signs of continued leakage from the pump elastomer or cassette. Furthermore, there were no signs of fluid leakage onto the fluidics console due to leakage from the cassette. The cassette passed functional and performance testing. This complaint has been reviewed and the sample was found to be conforming, therefore no further actions will be pursued at this time. In-process controls are established to ensure each final assembled cassette is verified that all required tests have been performed and all acceptance criteria are met prior to release. The manufacturer internal reference number is: (B)(4).